Manufacturer narrative:
The device is not available for evaluation. There is no other information available regarding the event. Device not available to stryker for evaluation.

Event description:
It was noted through a medical journal that a revision surgery for plate removal was required after completion of an initial procedure, which resulted in a patient experiencing delayed external plate exposure with external extrusion of an implant plate through the skin six months postoperatively.